Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported that ongoing intermittent occlusion alarms occurred. System check was performed by tandem technical support and no issues were identified. Customer reloaded the cartridge to address the issue. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.